Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that a patient experienced a corneal burn during a cataract with intraocular lens implant. The burn was mild and there was no required medical intervention.